Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that there may be issues with the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 05/25/2016 with the following findings: review of the black box data revealed the data from the date of the alleged event, (B)(6) 2015, had been overwritten due to continue patient use. On investigation, the pump powered on normally and was exercised for 24 hours without any errors, alarms or warnings occurring. The pump was opened for further investigation and did not reveal any evidence of damage, defect or contamination of the pump¿s interior components. Investigation did not duplicate the ¿other issue¿ complaint and pump was found to be operating as intended within the required specifications and without malfunction.